Manufacturer narrative:
The evaluation of the event is ongoing. An olympus field service engineer (fse) went onsite and repaired the a2 connector on the endoscope reprocessor that had come unscrewed and applied silicon and put the pieces back together. The fse also informed the staff on how long to wait before the machine could return to service and how the instance occurred and refreshed proper cleaning and care for the machine. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection onsite the endoscope reprocessor had light blue a2 connector that is broken. There were no reports of patient involvement.

Event description:
The customer reports the issue was found at reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11 corrected fields: b5, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was evaluated onsite by an olympus field service engineer (fse), and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the connector was broken by hitting by a hard object, or aging due to accumulated stress toward loosen direction. The event can be detected/prevented by following the instructions for use which state: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment olympus will continue to monitor field performance for this device.